Event description:
Customer reported high blood glucose readings. Customer believes it is due to his scar tissues and sensor site. Customer's blood glucose was 377 mg/dl. The customer declined troubleshooting because he is legally blind. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.